Manufacturer narrative:
Concomitant medical products: product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 37082-40, serial/lot #: (B)(4), ubd: 19-may-2012, UDI# (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: 26-jun-2012, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) implanted for spinal pain and chronic low back pain. The hcp reported that the patient developed a wound over their implantable neurostimulator (ins) site that continued to deteriorate despite their primary physician¿s intervention. It was noted that several rounds of antibiotics were given to the patient, but ultimately, the wound worsened. The patient¿s device was explanted on (B)(6) 2019. The rep stated that lead and extension were partially explanted. They noted that several inches of the octad lead and extension that was visible in the pocket site were cut off. It was stated that the physician swabbed the site and applied pulse evac to clean the wound before it was closed with sutures and covered with a sterile bandage. No further complications were reported or anticipated.